Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a manual tube release problem was not confirmed and not reproduced during evaluation. The quality engineer assigned a damaged battery alarm, found in the event history, to be the as determined problem code. The quality engineer determined the root cause of the damaged battery alarm was due to user error. The main batteries were replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility reported a colleague infusion pump with a "manual tube release problem." It is unknown when this event occurred; however, it occurred in the general patient ward. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.